Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with transient light sensitivity in both eyes(ou) post treatment. It was stated that the patient had no a loss of best corrected visual acuity (bcva). The surgery center noted the patient stated there was significant light sensitivity that began when pred-gati (prednisolone acetate and gatifloxacin was discontinued). The patient stated that its difficult to work on computer due to brightness but vision is good. Topical steroid dosage was increased to be tapered off. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -9.00 x -.25 x 15; left eye pre-op 20/20 -7.25 x -.50 x 155.